Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose level of over 1,000 mg/dl. Customer was treated with intravenous fluids and insulin, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cause of the reported issue was due to a non-tandem infusion set kinked cannula. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.